Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient was not getting any reduction in her symptoms. The healthcare provider (hcp) removed it and completed a gastrectomy on her. The issue was resolved.